Event description:
It was reported that unspecified quantity of vented micro-volume inlets had air inside the tube. Despite multiple attempts, unable to remove air from the tubing. It was suspected to be a sealing issue with the ventilation filter, which allows air to pass in the wrong direction. This was further described as ¿the air goes into the pipe rather than into the flask¿. This was observed after connecting the tubing to the exactamix pump and to a medication vial. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.